Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 435-05 competitor lead, implanted: (B)(6) 1995. (B)(4).

Event description:
It was reported that there was high impedance, noise, intermittent capture, high threshold, and possible lead fracture. The rv (right ventricular) lead was programmed off and replaced. No patient complications have been reported as a result of this event.